Event description:
A customer contacted stryker to report that their device had powerered off unexpectedly. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The device was not returned to stryker for evaluation. Therefore, stryker could not duplicate or verify the reported issue. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
A customer contacted stryker to report that their device had powerered off unexpectedly. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse event reported.